Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low cortisol results were obtained on two patient samples on an advia centaur cp system. The customer reported that they were running patient samples in duplicate as they were experiencing imprecision issues. Siemens representatives were dispatched to the customer's site multiple times. During these visits, siemens performed the following services: replaced the reagent syringe/valve assembly, manifold/valve assembly, wash blocks, membrane pump, rotary wash 1 pump, manifold assembly, wash station assembly, and the sample syringe; ran precision studies; primed the instrument; performed wash station volume checks, resulting acceptably; reloaded the software and recalibrated chemistry installed a different lot of tips and ran approximately 90 samples. Siemens monitored the wash 1 delivery input and noticed microbubbles forming. Siemens replaced the wash 1 container and delivery tubing to the wash pump; ran multiple precision studies, re-flashed the instrument and master curve material (mcm); calibrated cortisol and ran quality controls (qcs). The customer ran qcs, resulting acceptably. The cause of the discordant, falsely low cortisol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two patient samples were run, in duplicate, for cortisol on an advia centaur cp instrument. The customer reported that different results were obtained on the samples when the samples were run duplicate. The discordant, falsely low cortisol results were auto-verified and reported to the physician(s). The customer informed the physician(s) that the reported results were discordant and advised the physician(s) to disregard the results. The other results obtained from the duplicate analysis were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cortisol results.